Event description:
It was reported that the arm on the 9900 system will not go up or down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the intermittent vertical column power supply p3. The system wast tested and found toe be working as intended and placed back into service.